Manufacturer narrative:
(B)(4). We did not receive a valid batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that incomplete cut line. During the radical resection of esophageal cancer, during the last two firings when made the sleeve stomach, the motor sound was abnormal weak, the cut line is not good, the staples malformed. Suture was used to sew the wound. There were no adverse consequences to the patient. Customer confirmed that fired on the cross staple line as he could not avoid this when made the sleeve stomach. Customer suspect our product is not suitable for making the sleeve stomach.